Event description:
It was reported that during a ptca treatment procedure the quantum monorail balloon lost pressure at 8 atm's on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a silghtly calcified and 90% stenotic lesion in the mid lad coronary artery. The quantum monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as "good".